Event description:
It was reported that during a lap cholecystectomy procedure, the device was fired, the clips did not form properly. Another device used to complete the procedure. No pt consequence.